Manufacturer narrative:
Date of event and date of death: unknown; therefore, date is approximated.

Event description:
It was reported that there was a patient death. It was reported via social media that the patient had a left atrial appendage (laa) closure procedure. "During the procedure, the patient required open heart surgery. He lingered for three weeks without becoming conscious before he died."